Manufacturer narrative:
Device was used for treatment, not diagnosis. Date unknown when infection started. This report is for unknown psi/unknown lot number. Exact original implant and explant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a psi was explanted due to infection. There was no delay in surgery. This report is 1 of 1 for (B)(4).